Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level ranged between 250-300mg/dl. Tandem technical support educated the customer in regards to how to avoid occlusions (site selection, clothing impact and scar tissue).